Event description:
It was reported while using bd vacutainer® serum blood collection tubes, additive abnormalities were seen in 233 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received six (6) photos and five (5) samples for investigation. After review and analysis of the customer photos, multiple tubes within the photos were observed with additive abnormalities. Five customer samples underwent a visual inspection for additive abnormalities. All five customer samples failed due to the customer-reported defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: additive abnormality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.